Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a patient sample when compared across multiple analyzers. Qc was in range and the other samples tested were normal. The customer was questioning the nonreactive results generated from the field service representative when troubleshooting the reagent kits. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2022, (B)(6).: result on ai02776: 0.84 s/co (nonreactive) / retest #1 on ai02776: 0.95, 0.97 s/co (nonreactive) / retest #2 on ai03672: 1.01, 1.04 s/co (reactive) / retest #3 on ai02774: 0.07, 0.11 s/co (nonreactive) for troubleshooting, the field service representative took the reagents (B)(4). On the ai02774 instrument were used to test the sample on the ai02776 instrument, and the results were 0.07 s/co and 0.07 s/co; the reagent sn (B)(4). On the ai02774 instrument was used to test the sample on the ai03672 instrument, and the result was 0.05 s/co; there were inter-bottle differences in the reagents. After further review, the customer is questioning the nonreactive result that was generated from the troubleshooting the fse performed on analyzer ai03672 which generated the 0.05 s/co result. The customer did not doubt the reactive results. The results were not released out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I anti-hcv result included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations associated with the lot number 40373be01 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I anti-hcv reagent lot 40373be01.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.